Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 6.2, lab: 4.2, doctor's meter: 4.2. Patient's therapeutic range: 2.5-3.5 inr. On (B)(6) 2011, patient had a bruise on his abdomen. He is in a very physical line of work, so bruises aren't very unusual, but this one was worse than normal. Patient also reported a swollen knee.